Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that one minute the patient's device was out and the next minute the implantable neurostimulator (ins) was okay. The patient cries from strong shocking pains. No further complications were reported/anticipated.